Event description:
It was reported that the tissue failed to grow around the cuff, which lead to dialysis catheter dislodgement. It was further reported that approximately 20 to 30 days post insertion, the catheter was replaced with a new dialysis catheter. The patient was reported to be undergoing dialysis treatment post replacement.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one electronic photo was returned for evaluation. A photo review was performed. The investigation is inconclusive for no/limited tissue ingrowth on cuff, as exact clinical circumstances surrounding the event are unknown. A physical sample was not returned; therefore, further analysis/examination of the cuff could not be performed. The definitive root cause could not be determined based upon available information. Physiological, chemical, mechanical, material, placement, use and catheter maintenance factors may have contributed to the reported event. However, the exact clinical circumstances prior to and at the time of the reported event are unknown. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2019).

Event description:
It was reported that the tissue failed to grow around the cuff, which lead to dialysis catheter dislodgement. It was further reported that approximately 20 to 30 days post insertion, the catheter was replaced with a new dialysis catheter. The patient was reported to be undergoing dialysis treatment post replacement.